Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that diagnostics revealed high impedances on both leads. Surgical intervention was undertaken wherein the right s1 lead was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.